Manufacturer narrative:
Results: service pending.

Event description:
The customer reported that the ventilator went vent inop due to an occurrence of a data acquisition pcba adc reference failure. The customer reported, the device was being removed from use on a patient and there was no patient involvement or harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The unit is owned by a 3rd party service group, and as the device is out of warranty their biomedical engineer contacted manufacturers product support (pse) for the reported problem. The pse advised evaluation and replacement of the power management and/or data acquisition boards. Service of the unit is pending action by 3rd party service group and hospital.